Event description:
In sub acromial decompression surgery, the vapr machine went faulty during insertion of new s 90 electrode and while pressing the foot switch it showed error ? Internal failure err 200 ref 14. Another new s90 electrode was opened and the error continued. The surgery was completed without desired results. Surgeon opened 2 new rf electrodes in order to ascertain the problem. The surgery was cancelled eventually. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 45. See associated medwatch # 1221934-2014-00552, 1221934-2014-00554.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
In sub acromial decompression surgery, the vapr machine went faulty during insertion of new s 90 electrode and while pressing the foot switch it showed error - internal failure err 200 ref 14. Another new s90 electrode was opened and the error continued. The surgery was completed without desired results. Surgeon opened 2 new rf electrodes in order to ascertain the problem. The surgery was cancelled eventually. How long was the procedure prolonged as a result of the difficulties encountered with the device(minutes) - 45. See associated medwatch # 1221934-2014-00552, 1221934-2014-00554.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue on the device¿s surface indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully, with no errors, indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
In sub acromial decompression surgery, the vapr machine went faulty during insertion of new s 90 electrode and while pressing the foot switch it showed error ? Internal failure err 200 ref 14. Another new s90 electrode was opened and the error continued. The surgery was completed without desired results. Surgeon opened 2 new rf electrodes in order to ascertain the problem. The surgery was cancelled eventually. How long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? 45. See associated medwatch # 1221934-2014-00552, 1221934-2014-00554.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.